Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient experienced serious injury during the procedure requiring medical intervention to prevent permanent damage to a body structure or permanent impairment of a body function. The manta vcd instructions for use states: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The instructions for use also lists potential adverse events related to the deployment of vascular closure devices have been identified to include complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use additionally states potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma. Use error has been identified as a contributing factor in this event. The manta vcd instructions for use also warns do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. Procedure requires include: activated clotting time (act) should be below 250 seconds prior to closure. Puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed. During arteriotomy location procedure the operator is instructed: using your left hand to keep the skin at a neutral position, slowly withdraw the depth locator from the vessel until blood flow ceases.

Event description:
A female patient underwent an impella placement for a protective percutaneous coronary intervention (pci) on (B)(6) 2020. The intent was to close the femoral access site using a suture mediated closure device. A manta vascular closure device (vcd) representative was requested to be present in the event a manta vcd was needed in the event the suture mediated closure device failed. An 18f manta vcd was the only size available and review of the right femoral artery on angiogram determined the vessel was large enough to accommodate that size. The left common iliac artery was noted to have profuse disease. The impella had difficulty going over the aortic arch due to the amount of disease present. During closure of the femoral access site, the suture mediated closure device failed immediately. Deployment depth was measured with the manta vdc depth locator after impella placement with the assistance of a second physician holding pressure to verify depth. Pressure was reportedly held in order to prevent blood leakage around the depth locator at the puncture site due to a loose fit after a 12f sheath had been inserted into the right femoral artery. Depth location for manta vcd deployment was measured at 5.0 cm + 1.0 cm and was confirmed with ultrasound. During deployment of the manta vcd, the deployment lever was rotated early, prior to withdrawing the delivery sheath back to the pre-measured deployment depth. The physician was able to pull back to yellow/green in the tension gauge and advanced the blue advancement tube. There was approximately 4.0 cm of dragging of the toggle through the vessel before reaching the arteriotomy for closure due to early deployment. There was visible blood oozing from the skin tract and manual compression was applied for "a minute" to achieve hemostasis. Patient's activated clotting time at the time of closure was 287 seconds. Post closure angiogram revealed an occlusion that started at the external iliac artery and ended approximately 1.0-2.0 cm distal to the manta radiopaque suture lock. The area of occlusion was ballooned from proximal to distal. The balloon could not advance past the area 1.0 - 2.0 cm proximal to the radiopaque marker. The balloon did not fully expand and appeared dimpled 1.0 - 2.0 cm proximal to the radiopaque marker. There was a "cinched" area in the vessel that prevented balloon expansion. The patient was sent to surgery for vascular repair to prevent the leg from thrombosing. The patient's condition was stable prior to vascular repair surgery. The vascular surgeon noted the "poor" right sided vascular anatomy. The manta vcd was explanted during the vascular repair procedure. The surgeon reported that the manta's collagen pad was found inside the femoral vessel with the toggle and suture intact. The arteriotomy was patched. No dissection was visualized during the repair; however, the femoral artery proximal to the manta vcd had not been explored. The patient's condition at the completion of the vascular repair surgery was reported as "fine."

Manufacturer narrative:
From the complaint description, the access location was above the superficial femoral and profunda femoris artery. 12f was reportedly the largest sheath size used during the impella procedure. The manta device size selection for a 12f procedure sheath recommends using a manta 14f device, however an 18f manta was used for closure. The vessel size could not be confirmed, therefore it is unknown if selecting the larger manta device would have any impact on closure. Depth location was not performed prior to step dilation of the vessel or before the large-bore procedure, which is against the procedure requirements stated in the IFU. An attempt to measure post-dilation was made, however despite this, manta was deployed fully hubbed prior to being pulled back to the planned depth location. It is estimated that the manta device was pulled back in the vessel for approximately 4.0 cm with the toggle fully deployed, which can lead to the anchor dragging, creating either a dissection or catching on disease and deploying manta into the vessel. Bleeding was visible at the access and manual compression was applied. Post-closure angiograms revealed an occlusion at the access site and several centimeters proximal. Ballooning was unsuccessful; a surgical cut down explanted manta from inside the vessel, and an arterial patch was applied. Based on the numerous identified possible use error, it could not be concluded the exact cause of the occlusion. The IFU states "if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary." Complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair and /or endovascular intervention, arterial damage and vessel laceration or trauma are identified potential adverse events associated to the deployment of vascular closure devices. The device history record (DHR) documentation review of lot mn1901226 showed no indication that the handle device did not meet specifications. Risk documentation was reviewed, and occlusion was identified as a known risk. Ased on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.